Event description:
Customer reported that the user placed a hot/cold pack in boiling water. When removing the hot/cold pack with tongs and placing on a flat surface, the bag exploded and some of the contents landed on her hands. The customer reported that the woman was treated for minor burns (first degree) to both hands. The m.d. Debrided her hands and put silvadene ointment on them. She was also given 800mg of motrin for any pain. Employ+ability was originally notified by tyco healthcare via e-mail on 12/16/2005 and officially notified by letter and samples from tyco healthcare on 12/22/2005.

Manufacturer narrative:
Employ+ability inc. Is the manufacturer for the eckerd reusable cold/hot gel pack. It is unknown as to whether the product was used for the first time or multiple times prior to incident. An investigation was conducted by employ+ability and the batch record was examined for anything out of the ordinary. Upon review of all batch information, it has been concluded that all product produced within this lot was manufactured to the required specifications and had passed all in process as well as final testing criteria. From lot 19606a, 421 cases were produced and this has been the only incident reported.